Manufacturer narrative:
(B)(4) - 02/28/2012 - follow-up #001 - initial pr #(B)(4) issued MFR report #1525712-2011-00150. Bed rail, model # g6629, serial #(B)(4) was returned for an evaluation. This product is approximately 1 year old with no previous complaints. The bed rail had a gouge in it and evidence of scratches. Incident is most likely due to user impacting the rail and causing the gouge. Attendant was lowering the rails on the bed and allegedly poked his thumb with what felt like a burr. After examining the rail he observed some chrome peeling off the rail. The rail has been in use over a year and its unknown if impact damage has occurred to a portion of the rail during setup. Manufacturer is working with user to replace the rail. There is no history to suggest a product problem. User allegedly is going to schedule a doctors appointment to have their thumb examined. MDR filed based on alleged medical intervention.

Event description:
The caregiver was putting the rails down, when a piece of metal allegedly poked him in the left thumb, leaving a metal shaving in his thumb. No serious injury is alleged.

Manufacturer narrative:
Attendant was lowering the rails on the bed and allegedly poked his thumb with what felt like a burr. After examining the rail he observed some chrome peeling off the rail. The rail has been in use over a year and it's unknown if impact damage has occurred to a portion of the rail during setup. Manufacturer is working with user to replace the rail. There is no history to suggest a product problem. User allegedly is going to schedule a doctor's appointment to have their thumb examined. MDR filed based on alleged medical intervention.

Event description:
The caregiver was putting the rails down, when a piece of metal allegedly poked him in the left thumb, leaving a metal shaving in his thumb. No serious injury is alleged.